Event description:
It was reported that the pump would not turn on. During trouble shooting it was discovered customer never took the pump out of storage mode. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Reportedly, the customer continued to use the pump for insulin therapy.